Event description:
It was reported that during an unk procedure, the device did not staple completely. No further info is available. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.